Event description:
It was reported that the presented with a pacemaker that exhibited far field r wave over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was stable.